Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained that the patient¿s ICD was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr) that their implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.